Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy due to lead noise in the ventricular channel. The lead was subsequently capped and replaced. The patient was in stable condition following the procedure.